Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was stuck on data synchronization. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a system performance failure. A field service engineer determined that the ethernet port had either been disabled or the pyxis ip address was being blocked by the hospital's information technology security. The fse corrected the default gateway settings, after which the station successfully connected to the network and was discovered online through remote support service. This was verified with the customer, and the station was confirmed to be fully operational with patient information transmitting correctly. The system functioned as intended after the field service engineer repaired the device.